Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su had leakage. Verbatim: due to leakage of the liquid through the syringe plunger¿resulting in a loss of vaccine fluid that could compromise the patient's immunization¿I request a recall for analysis anvisa / ms registration: 10033430030. What is the date of the incident? (B)(6) 2026 what is the damaged quantity, referring to the technical complaint?: 14. Is the damaged product/item available to be picked up by the warehouse? A: yes. Evidence (product photo / input): document attached. Additional information received on 07apr2026. Was there any damage to the patient's health? If so, please explain in detail. No. Was the incident notified to anvisa? If so, what is the notification number? No. For sample collection and replacement, please inform: 13 units. How many units are available for pickup: 13. Contaminated sample, if yes, inform the substance: 1 syringe, with yellow fever vaccine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.